Manufacturer narrative:
The device was returned near the time of the report submission. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a percutaneous endoscopic gastrostomy (peg), the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported that an endoscopy was done under general anesthesia. The peg site was identified and during the procedure, the wire attached with the peg tube detached from the original tube (broken) -[subject of report]. A section of the device did not remain inside the patient¿s body. A laparoscopy was performed to place a new peg. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open tray without the lot number attached. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the loop wire detached and not returned. There was an open scalpel with a dried red/brown substance on the blade. The bolster kit and xylocaine was returned as well. Upon a close inspection the tubing had a red/brown dried substance on and inside the clear tub. The metal anchor was still intact however the loop wire has detached. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. No all portions of the device were returned. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets - pull are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.